Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. Lead migration was confirmed via x-ray imaging. A lead revision procedure was completed to restore therapy.

Manufacturer narrative:
The anchor was discarded. The imaging obtained to evaluate the lead migration was not provided for review. The definitive root cause of the migration event is not able to be confirmed. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.